Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on march 29, 2017 with blood glucose of 432 mg/dl. The customer stated that the hospital got her potassium up and treated her for the flu. The customer was off the pump for less than 48 hours. The insulin pump will not be returned for analysis.